Event description:
Device 1 of 2. Ref MFR report # 1627487-2012-06667. It was reported the pt underwent a trial procedure on (B)(6) 2012. After both leads were placed the pt experienced pain. As a result, the leads were removed and the procedure was aborted. The pain the pt experienced during the procedure has resolved. The leads were discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.